Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and had low r-waves amplitude. Chest x-ray was taken the following day and it showed that this ra lead was slightly pulled back. The physician scheduled for rv lead reposition. Additional information received indicates that the physician opted to remove the lead rather than repositioning it. New lead was implanted as replacement. This rv lead will be returned back to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.